Manufacturer narrative:
Sections with additional information as of 15-april-2021: h2 device evaluated by manufacturer h3 was the device evaluated by the manufacturer? H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was returned for evaluation. Reported defect not reproduced.- no defect found most likely underlying root cause -mlc-058 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - product evaluation in process. Manufacturer contacted customer in a follow-up call on 12-feb-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. No medical attention was reported. Manufacturer contacted customer in a second follow-up call on 26-feb-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 171, 236, 295, 314 and 424 mg/dl. The customer also reported he had obtained back to back blood glucose test results of 380, 280 and 175 mg/dl; customer stated the tests had been performed within minutes. The customers expected am fasting blood glucose test result is under 120 mg/dl and expected pm fasting blood glucose test result is under 200 mg/dl. At the time of the call the customer stated he was sweating and believed it was due to his blood glucose being high. Medical attention was not needed at the time. During the call, a back to back blood test was performed by the customer fasting and produced test results of 327 mg/dl and 421 mg/dl using truemetrix meter; customer was not satisfied with the results obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 01/28/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history (time not set): (B)(6).